Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed, required maintenance. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) initially power cycled the station, but it did not turn on successfully. The ethernet cable was checked to ensure it was connected to the correct port. The station was then turned off, and the e-drawer was opened and reseated the pyxibus flat cables connected to the drawers. After completing these steps and powering the machine back on, all issues were resolved. The system functioned as intended after the field service engineer repaired the device.